Manufacturer narrative:
The users reported that the device frame was leaning and unstable at least a couple of months before full breakage occurred. As time went on, due to the growing crack in the frame, the frame's lean became more and more pronounced making use of the device difficult. In the product manual we warn: "to prevent structural failure, which may result in serious injury or death, inspect this product and accessories regularly for loose or missing screws, metal fatigue, cracks, broken welds, missing attachments, general instability or other signs of excessive wear. Immediately remove this product from use when any condition develops that might make operation unsafe."

Event description:
It was reported that while the user was walking in the pacer gait trainer, the frame tubing cracked and the device tilted to the side. The user was supported by his caregiver and was unhurt. The caregiver received a sprain in her wrist.